Manufacturer narrative:
The device was not available for return, so an examination could not be conducted. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two blockers backed out of their position approximately 8 months after being implanted. The blockers were found out of position via x-rays taken after the patient complained of pain.